Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hepatectomy procedure, when the doctor uses the ligasure device with this generator the tissue does not seal well as it does with the other generator. They used the device and the generator through the entire procedure but the doctor feels it needs to clean up the vessel with an electrosurgical pen after use. There was no re grasp but with end tone and activation tone observed. It was noted that there was a bleeding of 250 cc but no blood transfusion performed. There was no patient injury.